Manufacturer narrative:
The user guide states: always remove all air bubbles before beginning insulin delivery. The user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer reuses cartridges and performs the incorrect load process resulting in a lot of air in the patient line. Supply changes were performed to address the occlusions. There was no reported adverse impact to the customer's blood glucose level.